Event description:
Pt status post prodisc-l implantation l5 to s1 returned to surgeon after getting out of bed and hearing a pop with increased right radicular pain. An x-ray showed the inferior keel at s1 dislodged moved forward anteriorly and the pedicle appeared fractured. Surgeon removed the hardware revising the pt to a corpectomy l5 to s1 spacers and pedicle screws. Surgeon noted bilateral l5 pedicle fractures with dislocation and s1 promontory fracture/compression. This is two of three reports for this event.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.